Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, an endoleak of indeterminate origin was reported. An intervention has been scheduled. As of the date of this report, there have been no additional patient sequelae reported. Subsequent to the initial report, re-intervention was completed with implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and two (2) ovation ix iliac limb extensions. No additional patient sequelae have been reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical imaging. Medical records were requested; however, per the hospital there were no records available. The reported indeterminate endoleak and secondary endovascular procedure were confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse event - updated b5: describe event or problem ¿ updated g1,2: contact office - updated name h6: result code ¿ remove 3221 h6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, an endoleak of indeterminate origin was reported. An intervention has been scheduled. As of the date of this report, there have been no additional patient sequelae reported.